Manufacturer narrative:
The insulin pump was received with detached end cap, severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube and stained address/serial number label. No missing/loose end cap sticker noted. Unable to perform the displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 10 mmol/l. The customer stated that the reservoir was pushed out of the insulin pump. The product was returned for analysis.